Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was programmed off due to failure of capture. During the procedure, it was noted that the rv lead had dislodged. The dislodgement was able to be confirmed by fluoroscopy. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.